Event description:
It was reported that there were concerns that this pacemaker exhibited abnormal spikes on the atrial and ventricular channel. The health care professional (hcp) thought there was a right ventricular (rv) lead defect. However, technical services (ts) reviewed the reports and noted that they suspected it was a physiological event, not a lead defect. Ts provided troubleshooting actions. It was also noted that there was undersensing on the ventricular channel, which led to overpacing for the patient. The undersensing was a result of device programming. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.